Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, when two adapters were attached and inserted into header of the new device, high out of range shock impedance measurements were consistently noted on the right ventricular (rv) lead. The physician attempted to change the shock vectors with no success. No noise was observed on the shock channel and all other lead diagnostics were normal. The physician was able to visualize the connector pins past the connector block. The physician opted to use different adapters and the device and leads remain in service. No adverse patient effects were reported